Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 ups module. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue. The technician replaced the batteries, the hud board, the dc/dc module and the ups module to resolve the issue. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The board, dc/dc module and ups module were returned to livanova (B)(4) for further evaluation. During the investigation, a faulty resistor and a faulty capacitor were identified on the hus board. These faulty components were determined to be the root cause of the reported issue. The board will be scrapped and the dc/dc and ups modules will be returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that an s5 ups module was found to be faulty when the device was started during setup. If the device was switched to ups mode, the display module would turn on and off. There was no patient involvement.